Manufacturer narrative:
The international service engineer replaced the power management board and battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Following the repair, the device was placed back into service.

Manufacturer narrative:
Report date: 04sep2021. (B)(6).

Event description:
It was reported to philips by a customer that the unit had a fault diagnosis (the battery is out of order). Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.